Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of around 400 mg/dl at the time of incident. The customer's blood glucose was 198 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The insulin did not exit during prime. The customer was advised to disconnect and reconnect the infusion set and reservoir. The customer stated that the insulin finally exit through the tubing. The insulin pump will not be returned for analysis.